Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Two physical samples were provided for review and investigation. A laboratory test performed showed both test samples passing regular and low intermittent vacuum testing with no drop in vacuum (in.hg). Root cause for the reported concern cannot be identified with the amount of information available. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reported a "close call" with a baby. The suction wasn't working. The staff confirmed checking that the suction was working when it was setup, but when they went to use it, it was not working. When they got it to work, it was too powerful. Manual maneuvers used to remove mucus plug from neonate. Delay was several seconds. Customer reported no adverse effect to the patient.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.